Event description:
It was reported that a syringe broke while drawing up lidocaine and a physician experienced a hand injury.

Manufacturer narrative:
It was reported that a syringe broke while drawing up lidocaine and a physician experienced a hand injury. The reporting facility indicated that the physician required no follow up care and no serious injury was reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the plunger flange was noted to have broken completely off of the plunger. The plunger and barrel remained intact and no other defects were noted. No physical sample was returned for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.